Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient experienced difficulty recharging. Patient was frustrated with recharging; she could not get more than 6 coupling bars. She could not get past 50% charge when she charged for 3 hours. It was stated that she did not want to use the recharging belt as this method would make it more difficult for her to walk around. It was mentioned she had tried tight pants. Troubleshooting with the antenna locate feature was done, and this did not resolve the issue. The rep had no access to another recharger. There was titled pocket issues related to the ins. The caller could feel the top of the ins, but the bottom edge was deeper. It took 4 hours to get to ½ charge which would be as expected. A replacement recharger was sent to the patient. Additional information was received from the rep at a later date. It was unknown what caused the ins not charging beyond 50% and the ins tilted. They suspected the patient did not charge long enough. The patient was told to use the new recharger sent to them and charge to 100% full. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had her implant replaced because she was having issues keeping her device charged. The patient stated she had to charge it twice a day and could never get it past 50%. The patient mentioned when she first got the battery it died in a week and needed to be charged and she was talked through how to charge. The patient noted that during the trial everything was good, but that wasn¿t the case with the implant and she continued to have pain. The healthcare professional determined that the leads were fine and that replacing the implant would be best.